Event description:
It was reported that while in the cardio cath lab an intra-aortic balloon (iab) was inserted into the left femoral artery by the md. The balloon catheter unwrapped prematurely, even after the md wrapped the balloon tightly inside of the tray before taking the catheter from the tray horizontally per the instructions for use. This occurred when trying to pass the balloon through the sheath. As a result, the iab was replaced with a new catheter and used in the same insertion site with success. There was no excessive bleeding. Therapy was delayed for 5 minutes. There was no report of pt death, complications or injury. The pt's outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.